Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a pin hole in the patient line of a cassette which occurred during prime. The home patient (hp) stated that while priming he noticed a little solution on the patient line so the hp then wiped it off and upon squeezing the line more solution came out. The technical service representative (tsr) recommended that the hp start over with new supplies and discard the current supplies. The tsr had hp cycle power to get it back to "press go to start." No patient injury or medical intervention was reported. Baxter product surveillance was contacted by the patient in 2009. The patient stated the sample was unavailable and he had not encountered the problem since the first initial report. When the patient was asked if he knew anything that may have caused the hole the patient stated he has cats but they are not allowed into the room with the supplies. The patient stated he noticed the hole about 2 1/2 feet from the top of the patient line. The patient stated it was not an overprime as he had wiped of the solution once and it then returned a moment later. The patient was not connected at the time of this problem and the patient stated he has continued therapy and it is going "well." There was no medical intervention or patient injury reported for this event.

Manufacturer narrative:
Per the patient, the sample was discarded. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.